Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the damage to the charge-coupled device (ccd) unit, due to static electricity, an overcurrent, or a short circuit, caused the reported event. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use: dangers, warnings, and cautions: do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The screen blackout was due to faulty charge coupled device (ccd) unit. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the videoscope displayed a black screen during reprocessing before a diagnostic procedure. The procedure was completed with a similar device. There was no patient involvement.